Event description:
Laparoscopic cholecystectomy:" clips were criss crossing."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the unit; one clip short fed and did not fully close, the remaining clips loaded and closed properly. Engineering actuated the unit at different angles on tubing to re-enact the customers' experience of clips criss-crossing. The unit was disassembled, engineering found component damage and separation within the shaft which are related to the incomplete clip closure engineering experienced. The root cause of the scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.